Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 650 mg/dl; cause was suspected as the pump not working properly. There were no issues observed with the cartridge, infusion set tubing, cannula and insulin. The customer administered a bolus via the pump to address bg prior to the ER visit. The customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer declined to provide information related to the release date. System check with technical support confirmed the pump was functioning as intended.